Manufacturer narrative:
The returned tmj parts were evaluated for the complaint of a revision due to heterotopic bone growth. The parts were visually inspected and found in good working condition. The parts show no signs of manufacturing defects and no malfunction was reported. The complaint cannot be verified as the parts were found in working condition and explanted due to the patients condition of heterotopic bone growth. The IFU (instructions for use) warns of heterotopic bone growth as an adverse event for this surgery. The most likely cause of the complaint is patients condition. The device evaluation identified two additional screw part numbers, therefore this report was submitted; see also 1032347-2016-00051. See supplemental reports 1032347-2015-00338-3, 1032347-2015-00339-3, 1032347-2015-00340-3 and 1032347-2015-00341-3.

Event description:
A tmj revision surgery was identified through the receipt of tmj tracking cards. On (B)(6) 2010 a biomet joint was implanted on the left side only. It is reported the patient was experiencing some discomfort, therefore a revision surgery was performed on (B)(6) 2015 and the joint was replaced with a new biomet joint. The sales associate confirmed the reason for the revision was due to heterotopic bone growth. After the bone was removed the surgeon was able to implant a new prosthesis.